Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6)2018. The rep was unsure how the fall affected the system. They just noticed that impedance out of range (oor). This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing surging when they would lay down or lean back. The rep stated that the patient had several falls. They reported that an impedance check showed number five to be out of range (oor). The rep programmed around that electrode and resolved the issue. No further complications were reported. Follow up was conducted.